Event description:
The pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On june 5, 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device has been scheduled.